Event description:
It was reported that the lead was not implanted due to "bright red blood" being noted inside it during implant. It was reported the physician does not believe the lead was cut during implant. A different lead was implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was not implanted due to "bright red blood" being noted inside it during implant. It was reported the physician does not believe the lead was cut during implant. A different lead was implanted. It was later reported that the lead was returned and it was noted that the physician was concerned that there may have been an "insulation issue". There were no patient complications reported as a result of this new information.

Event description:
It was reported that the lead was not implanted due to "bright red blood" being noted inside it during implant. It was reported the physician does not believe the lead was cut during implant. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however outer insulation breached cut, lead damaged at implant, and blood noted on proximal conductor (not obstructed); full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.